Event description:
A pt presented with a 85-90% tbsa deep partial-thickness/full-thickness burn. On 5/6/1997, the pt received 26 pieces of dermagraft-tc (dgtc) (lot 101182, 101183, 101184). The dgtc was applied over 4 to 1 meshed autograft. The autograft had to be removed due to infection. The wound culture was positive for pseudomonas and streptococcus. On 5/19/1997 the surgeon applied another 12 pieces, lot 1011852. This dgtc was applied to the legs but had to be removed due to infection, some organisms. On 5/23/1997 16 pieces were applied, lot 101226 and 101228 as a temporary covering and over mesh autograft. The area was infected and the dgtc had to be removed, cultures revealed same organism. Infection is a common complication of burns and there is no indication that the device caused or contributed to the infection.